Manufacturer narrative:
Upon receipt of device, a new failure mode of tip break has been identified, thus constituting a new awareness date. Block g4 has been updated accordingly.additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The ceramic burnt condition was confirmed on the returned unit. In addition, a piece of the ceramic is missing and not returned with the unit. Probable root causes for the reported failure can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. A 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history the unit was activated 39 times, for 93 seconds, for coagulating and cutting tissue at a cut power level setting of 9 (power setting range is 0-11) before the condition was observed, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse. Based on the returned unit¿s evaluation, the burn mark observed on the tip, the activation history, and the device history record plus nc review, the most probable root cause for the reported tip damaged is user related. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was initially reported that the tip of the unit was burnt. Upon receipt of the device, it was confirmed that a small piece of the ceramic tip was missing from the distal end of the unit.

Event description:
It was initially reported that the tip of the unit was burnt. Upon receipt of the device, it was confirmed that a small piece of the ceramic tip was missing from the distal end of the unit.